Event description:
It was reported by the customer that a bd pyxis¿ medbank tower, system, the drawers were offline when user was trying to issue prednisone tab 1mg medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the message on the screen stated the drawers were offline. A technical support specialist walked the customer through turning the cabinet on using the power switch and restarted the cubex app to resolve the issue. The system functioned as intended after the technical support specialist repaired the device.